Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2021 that patient experienced an intussusception. It is unknown how the intussusception was treated, but the patient was hospitalized for treatment. The location of the intussusception is not known. It was reported the j-tube was the cause and was removed on (B)(6) 2021. Bezoars were noted.